Event description:
During rotator cuff procedure, the anchor broke as the surgeon was putting it in. Some of the anchor was left in the patient as the surgeon could not remove it. The site would have been prepared using awl/dilator. Bone quality is unknown.

Manufacturer narrative:
Although anticipated, the device has not been received for analysis. (B)(4).

Manufacturer narrative:
One 4.5 twinfix ultra ha assembly was returned for evaluation. Visual examination of the device confirmed the reported complaint of anchor breakage. The break is angular in nature and emanates at the top suture eyelet. The suture is partially out of the inserter. One of the two inserter tines is broken free and was not returned for evaluation. The tine that remains attached to the inserter is bent, indicative of off- axis insertion. Due to the limited clinical details regarding bone quality a root cause cannot be determined. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).